Manufacturer narrative:
Product problem box unchecked.

Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided) due to hormones; however, due to an incorrect bolus setting, customer was unable to deliver the correct bolus to address the elevated bg. Reportedly, customer took steps to address bg.